Event description:
Cas was undergone to left carotid artery. The temporary occlusion device was used for distal protection. Occlusion time was 13 minutes and the balloon was inflated to 6.0mm during pre-dilatation and stenting procedure. The patient was asymptomatic ischemic cerebral infarction was noted by MRI test after cas operation. A 30 day follow-up was conducted. Physician has determined that this is not an adverse event. Additional information indicates that there was no device problem, the device will not be returned for evaluation.

Manufacturer narrative:
(B)(4). No known device problem. The actual device used during the case will not be returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Not returned for evaluation.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The reported event indicated that the device did not fail to perform and functioned properly, therefore review of the device history record was not conducted. The event has not been confirmed. No malfunction indicated for the event. The analysis is complete as of today (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.